Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 132mg/dl with a bd meter and a lower reading of 32mg/dl with a one touch ultra blood glucose meter. The consumer did not feel well and was treated for hypoglycemia. Post event, at the time of the telephone report, the consumer performed two blood glucose tests on the meter and received values of 147mg/dl and 51mg/dl. Then, with new tests strips, values of 49mg/dl and 48 mg/dl were obtained which the consumer felt were accurate.

Manufacturer narrative:
Nova biomedical is awaiting the return of product to conduct a quality investigation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.